Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right ventricular lead exhibited loss of capture and high out range impedances. An x-ray confirmed the lead had dislodged post implant. The patient returned the following day and the lead was surgically repositioned. To date the lead remains implanted and in service with no further complications observed. No resulting adverse patient effects were reported.